Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the xenmatrix graft (device 5). Additional supplemental emdrs were submitted to represent the composix kugel patch (device 1), bard flat mesh (device 2), composix kugel patch (device 3) and xenmatrix graft (device 4) . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2004 - patient was diagnosed with incisional para colostomy hernia thereby underwent open repair with implant of composix kugel patch (device 1). Per operative notes, "a transverse and elliptical incision was made. Multiple loops of small bowels were identified. The hernia sac was dissected out. A 14x18 cm composix kugel patch (device 1) was placed into the abdominal cavity in the anterior peritoneal surface and secured it with sutures." On (B)(6) 2005 - patient was diagnosed with small bowel obstruction, incarcerated recurrent incisional hernia, adhesion, thereby underwent laparoscopic repair with implant of bard flat mesh (device 2). Per operative notes, "an incision was made into the abdominal cavity. The hernia sac was dissected out. The incarcerated small bowel loops were identified. Bowel obstructions were removed. The adhesions were lysed between the small bowel and the peritoneum, and the small bowel was inspected. A bard flat mesh (device 2) was placed into the abdominal wall and secured it with sutures." On (B)(6) 2008 - patient was diagnosed with obstruction, incarcerated recurrent incisional para colostomy hernia, thereby underwent open repair with implant of composix kugel patch (device 3). Per operative notes, "a circular incision was made into the abdominal cavity. The hernia sac was dissected out. Previously placed meshes were identified. A composix kugel patch (device 3) was placed into the abdominal cavity and secured it with sutures." On (B)(6) 2008 - patient was diagnosed with abscess, recurrent incarcerated para colostomy hernia, infected mesh, thereby underwent open repair with drainage of peri colostomy abscess, removal of infected composix kugel patch (device 1), bard flat mesh (device 2) and composix kugel patch (device 3). Per operative notes, "an incision was made into the abdominal cavity through old incision site. The hernia sac was dissected out. Abscesses were present into the abdominal cavity; all abscesses were drained from abdomen. Previously placed composix kugel patch (device 1), bard flat mesh (device 2) and composix kugel patch (device 3) mesh were excised. The defect was closed with sutures primarily." On (B)(6) 2010 - patient was diagnosed with large incarcerated recurrent incisional hernia, thereby underwent open repair with implant of xenmatrix graft (device 4). Per operative notes, "an incision was made into the abdomen through old incision. The hernia sac was dissected out. A xenmatrix graft (device 4) was placed into the abdomen and closed the defect with sutures." On (B)(6) 2010 - patient was diagnosed with large incarcerated recurrent incisional hernia, adhesion, seroma, necrosis thereby underwent open repair with implant of xenmatrix graft (device 5). Per operative notes, "the previous midline vertical abdominal incision was reopened. The hernia sac was dissected out. There were dense adhesions and some serosal fluid present. All adhesions were taken down. Serosal tears were drained from abdomen. All necrosis tissues were removed. The defect was repaired with xenmatrix graft (device 5) and secured it with tackers." On (B)(6) 2011 - patient was diagnosed with abscess, infected mesh, necrosis, thereby underwent open repair with explant of xenmatrix graft (device 4, 5). Per operative notes, "an incision was made into the abdomen. There was narcotic tissue present which was taken down. The abscess was evacuated. A little piece of infected xenmatrix mesh (device 4 & 5) was excised entirely. The defect was closed with sutures."